Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: the battery compartment was cracked at the threads to the left side of the grip pad and from the case seal to the grip pad. The force sensor pin was cracked internally. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 04-dec-2017.